Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 423 mg/dl, 256 mg/dl, 470 mg/dl, 440 mg/dl, 423 mg/dl and 374 mg/dl. The customer stated that she had timed her boluses. The insulin pump will not be returned for analysis.